Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was undergoing a planned, non-emergency treatment, which was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert that the detector was too warm, which can impact imaging. Review of the log file confirmed a malfunction: detector warm alert. Upon troubleshooting, leaks were identified in the chiller's hose connection and internally within the chiller. To resolve the issue, the fse replaced the chiller, and the hose connection was redone as part of the replacement. After replacing the chiller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the detector was too warm, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.